Manufacturer narrative:
The device has not been returned for analysis. The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) expired. A patient advocate reported the device was not functioning as expected at the time and inquired about records from the device. It was reported the device was explanted. Boston scientific technical services (ts) referred the advocate to the funeral home for retrieval of the device.